Event description:
It was reported that the jaws on the large needle driver instrument would not close. No other info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing. The instrument was found to move intuitively with full range of motion in all directions. The jaws opened and closed properly with no issues. The distal end of the main tube has a 2" long, .220" wide section with material removed on one side of the tube. The damaged area is located 2" above the proximal clevis and has a rough surface finish. The damaged area is not fully parallel to the tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional info is received. No other damage found.